Event description:
The devices were originally returned to co on 7/1/93. The refund date of 9/1/93 was based on co's guarantee of refund within 60 days of return of the devices as stated in purchase contract. The amount is $1400.00. If rptr fails to achieve this event, he will proceed to file a claims procedure for the full amount of the purchase price, $2200.00 (less the $300.00 insurance refund already received) plus costs of filing of the claim. According to rptr, co has failed to satisfactorily remedy the unsubstantiated claims of the device.